Event description:
It was reported that a heavily calcified previously stented common femoral artery. A 12x40mm armada 35 balloon ruptured at 10 atmosphere and the end separated, remaining stuck in the anatomy without being able to remove. Therefore, the patient was put under general anesthesia and performed an arterial approach to remove the material and suture the femoral artery. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture, separation and surgical intervention appears to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.